Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3 & d.6b the recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a lack of benefit from the device. The recipient reportedly had an acoustic neuroma tumor removed prior to initial implant surgery. It is believed the lack of benefit is due to the acoustic neuroma surgery. Revision surgery has been scheduled.